Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined that this device is not reportable as it was not involved in the event and did not malfunction. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Concomitant products: unknown trilogy cup and unknown trilogy liner. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03394 and 0001822565-2017-03397.

Event description:
It was reported by the patients legal counsel that the patient's left hip was revised approximately eight years post-implantation due to corrosion at the metal junction. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.